Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during the intervention, the physician tried to inflate the balloon, but the balloon did not inflate. Then, the physician saw in the video that the stent dislodged from the balloon. Then, the physician removed the system. The stent ws removed with the system, it did not stay inside the patient. There was no resistance during the insertion. No additional event or patient information is available.